Manufacturer narrative:
This event occurred in (B)(6). The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory instrument. The patient's sample was collected by capillary for meter testing, and venous collection was used for laboratory testing. The time between meter and laboratory draws was two minutes. The patient's meter result was 220 mg/dl, and the patient's laboratory result was 160 mg/dl.